Manufacturer narrative:
Other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one sample was received without original packaging. No damage was noted during the visual inspection. During the functional inspection, a fluid leak was observed in the air vent from the inline filter. Based on the analysis performed on the returned unit and review of the mitigations performed during the manufacturing process, the root cause cannot be associated as manufacturing process caused. No corrective actions are required because the mitigations in place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. No relevant findings were noted in the DHR review.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leaking line. No patient injury reported.